Event description:
It was reported that insulin had leaked around the adapter of the infusion system. The patient was unable to determine the origin of the leak and continued using the adapter with no further issues. No adverse event was reported. The infusion set was discarded; the adapter was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product was discarded.